Manufacturer narrative:
The complaint of retention dome breakage is confirmed, cause unk. As with the evaluation of the sample a complete break in the retention dome was observed. The dull and rounded veneer identified at the dome site are traits that are indicative of excessive force that was applied during the removal of this device. The complainant indicates the complaint sample had been in place for approximately 407 days prior to the complaint incident. The feeding tube was not returned for evaluation. Gross visual and microscopic examinations show no evidence of a defect or deformity related to the mfg process. It be should noted the complete sample was not returned for evaluation. A chr is not possible, as no mfg lot number info has been provided by the complainant.

Event description:
The dome portion was removed upon defecation. The indwell time was 407 days. The device was replaced 13 months after placement. Reportedly, the doctor removed the device by traction method on (B) (6), 2009, without a problem. However, on (B) (6), the dome portion was removed upon defecation. According to the doctor, he confirmed that the dome had been attached to the catheter properly upon traction removal.